Event description:
During the atrial fibrillation ablation procedure, the catheter was advanced through a 9f sheath and the tip broke. The catheter was replaced and the procedure continued successfully with no complications.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be bent and fractured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.